Event description:
Following the successful stent assisted embolization of a left anterior cerebral artery aneurysm a final angiogram demonstrated no residual filling of the aneurysm and no evidence of thromboembolic complication. Post procedure, time not provided, the pt presented with decreased level of consciousness. A CT scan was performed and revealed a diffuse extensive acute subarachnoid hemorrhage (sah) present in the supra and infratentorial brain along the falx, tentorium, and in the sylvian fissures, basilar cisterns, ambient cisterns, quadrigeminal plate cistern, premedullary cistern and along the superior cervical cord. The ventricles were mild to moderately prominent and the bilateral cerebral white matter had mild to moderate hypodensities. No perfusion abnormality was noted in the anterior cerebral artery territories. The pt died the following day. No autopsy was performed but the physician believes from the extensive diffuse sah observed on CT scan that the cause of the hemorrhage was most likely aneurysm rupture.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event. Additional info was requested from the user facility. Based on the info received, the following was determined: the devices were all prepared in accordance with the appropriate directions for use and continuous flush was maintained.

Manufacturer narrative:
Conclusions: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted and was available for analysis. A review of the labeling found that it contained language regarding the reported events. From the information provided there is no indication that the device was not used according to the directions for use. As a result, there is no indication that misuse caused or contributed to the event. From the information provided there is no indication of device malfunction or misuse. Neurological symptoms and death are anticipated potential complications of such procedures and are noted in the dfu therefore anticipated procedural complications is the most likely cause of the event.